Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. System error 105 was confirmed through a review of the event history log and caused by an intermittently seizing motor. Severed motor mount screws were also identified, and also contributed to the motor seizing. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient involvement.